Event description:
Caller reported a malfunction on the pump, noting an occurrence following a shower with the device on. There was no adverse impact to the customer's blood glucose level, remaining below specified limits. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).